Event description:
It was reported that the ilet bionic pancreas displayed alert 32 indicating a delivery motor communication error, the pump repeatedly stopped dosing, and the user experienced high glucose; multiple restarts and a dry run were attempted without success, and the device was replaced, with the affected component associated with the circuit board. Symptoms included hyperglycemia with a blood glucose of 377 mg/dl, tiredness, lethargy, and fatigue. Outcomes included the need for unexpected medical intervention with subcutaneous insulin via pen. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed signal loss and a failure to infuse linked to a device component issue at the circuit board level. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.